Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from fracture and embedment of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from fracture and embedment of the filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records state that the indication for filter placement was pulmonary embolism and deep vein thrombosis (dvt) with contraindication for anticoagulation. A venography showed a patent inferior vena cava (ivc), and the optease filter was deployed below the renal veins. There were no reported complications. Five weeks after the index procedure there was an intervention for pulmonary embolism, inferior vena cava (ivc) filter thrombosis with extension of the clot above the filter. Venography was done and a second non-cordis filter was deployed approximately 1cm proximal (above) to the initial filter. There were no reported complications. Eight years and three months after the index procedure imaging showed multiple areas of the non-cordis filter struts perforating the ivc with a patent supra-renal ivc and the non-cordis filter was successfully removed. Eight years and four months after the index procedure the patient had a cordis filter retrieval attempt and ilio-femoral reconstruction with anesthesia. Imaging showed chronic occlusion of the bilateral common iliac arteries. The filter was unable to be removed. Successful venous reconstruction was done with plain old balloon angioplasty (poba) and stent placement through the cordis filter, covering the infra-renal ivc to the bilateral internal iliac arteries. Additional information received per the patient profile form (ppf) states that the patient experienced filter embedded in wall of the ivc, tilted, perforates the ivc, blood clots, clotting, and/or occlusion of the ivc, stenosis with vascular reconstruction. There has been an unsuccessful removal attempt. The patient further reports mental anguish, fear, pain, leg swelling, leg cramps and heaviness in legs . The patient became aware of the embedment, clots and occlusion eight years and four months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, g3, g4, g7, h1, h2, h4 and h6. Section h6: patient code '1984' was used for "occlusion of the bilateral common iliac arteries" and "inferior vena cava (ivc) occlusion. " additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was pulmonary embolism (pe), and deep vein thrombosis (dvt) with contraindication for anticoagulation. Venography showed a patent ivc, and the optease filter was deployed below the renal veins. There were no reported complications. The filter subsequently malfunctioned including fracture and embedment of the filter. Five weeks post implant, the patient presented with pe and ivc thrombosis. An intervention was done, including a second non-cordis filter deployed approximately 1cm proximal (above) to the initial filter. There were no reported complications. Approximately eight years post implant, the non-cordis filter was successfully removed. One month later, there was a retrieval attempt of the cordis filter, and ilio-femoral reconstruction, done with anesthesia, to address chronic occlusion of the bilateral common iliac arteries. The filter was unable to be removed. Successful venous reconstruction was done with plain old balloon angioplasty (poba) and stent placement through the cordis filter, covering the infra-renal ivc to the bilateral internal iliac arteries. Per the patient profile form (ppf), the patient reports filter embedded, tilted, perforation of the ivc, blood clots, clotting, and/or occlusion of the ivc, stenosis with vascular reconstruction. An unsuccessful removal attempt. The patient further reports mental anxiety, pain, leg swelling, leg cramps and heaviness in legs. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety, leg swelling, and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.